Manufacturer narrative:
Failure analysis noted that the pump powered up properly after battery installation. The pump had operating currents within specifications. The pump was monitored and there was no blank display anomaly. There was no damage on the lcd isolation tape. The pump alarmed unexpected battery out limit and weak battery due to corroded battery. The pump had cracked battery tube threads and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 113 mg/dl at the time of incident. The customer stated that alarm went off and he changed the battery three times but still had a blank display. The display returned during troubleshooting and he was able to rewind and reprogram the pump. The pump also passed the self-test. The customer stated that the pump alarmed weak battery and battery out limit. Troubleshooting was completed and he was advised to monitor the pump. The customer called back two hours later stating that the pump had a blank display again. The customer wanted the pump replaced. The insulin pump was returned for analysis.